Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 1540 mg/dl. The customer felt that the hospitalization was not insulin pump related. The customer fell while she was in the shower, and hit her head. After the incident, the customer's blood glucose levels began rising. The customer had to estimate how much insulin to give herself, and stated she may have not given herself the appropriate amount. Troubleshooting was declined. Nothing further was reported.